Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal eri. The chronic implantable transvenous defibrillation lead was surgically abandoned due to high pacing thresholds. The implant form states a lead fracture was suspected on this lead. There was no inappropriate therapy delivery and no pacing inhibition. The patient is not pacemaker dependent.